Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the flow control valve and o-ring. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, high positive end expiratory pressure was noted. There was no report of patient involvement.